Manufacturer narrative:
Investigation included a review of device use and user technique through troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with user-related factors considered. It was concluded that the cause of hypoglycemia was unclear and that no device failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced recurring low blood glucose events and attributed them to the insulin pump delivering overlapping insulin doses, described as insulin stacking. Symptoms included hypoglycemia with low blood glucose readings. Outcomes included transient functional limitation without long-term impairment and no need for hospitalization or medical intervention.